Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the right implants have been explanted. The reason for revision is unknown.

Event description:
It was reported that the right implants have been explanted due to infection.

Manufacturer narrative:
Additional information: b5, d4, d6a, d6b, h4, h5 correction: b1 it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The reported event could be confirmed based on the identification of the infection organism (staphylococcus aureus). The patient experienced swelling, pain, and drainage from the external auditory canal for about a year, leading to removal of the right-side components, with implants found stable and no other complications reported. A stryker medical expert concluded the late staphylococcus aureus biofilm infection was not caused by the tmjr device (see comunication log) but likely resulted from chronic bacteremia spreading infection hematogenously, prompting a revision case. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.